Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on 12/23/2021. On (B)(6) 2022, the patient experienced shortness of breath and difficulty breathing. His cgm value was 127 mg/dl; however, when he went to the emergency department for evaluation of his breathing issues, his bg was 615 mg/dl. He was diagnosed with diabetic ketoacidosis (dka), admitted to the intensive care unit (ICU), and was provided unspecified treatment. He was discharged after three days. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.